Manufacturer narrative:
(B)(4): device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical analysis cannot be performed. As additional information indicated the anatomy to be tortuous, the cause for the reported premature deployment during use is believed to be related to anatomical factors.

Event description:
During the procedure the stent delivery system was advanced to the lesion and the physician was unable to deploy the stent. Additional information received stated that the stent deployed prematurely.

Event description:
During the procedure the stent delivery system was advanced to the lesion and the physician was unable to deploy the stent. Additional information received stated that the stent deployed prematurely.

Event description:
During the procedure the stent delivery system was advanced to the lesion and the physician was unable to deploy the stent. Additional information received stated that the stent deployed prematurely.